Event description:
It was reported an angio-seal device was deployed without difficulty following a predeployment femoral angiogram which revealed sheath placement above the bifurcation of the femoral profunda and superficial femoral arteries, artery size greater than 4mm, and no peripheral vascular disease present. The following day, the pt experienced severe coughing, and complained of pain in the right groin. Upon moving to their bed, bleeding was noted at the arteriotomy site; a femostop was applied. The pt underwent surgical repair of the femoral artery. No components of the angio-seal were found.